Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an over infusion of heparin drip was not determined because no products or device logs were returned.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿male patient came into the ed with an nstemi (non-st-elevation myocardial infarction). Heparin drip started at 1700units/hr with a rate of 34ml/hr. 2 hours later when the rn went into the room - the pump was alarming - and the heparin bag was empty. The pump was still programmed correctly and had >400ml ltbi in the pump. Heparin d/cd - md made aware and assessed pt. Patient was on q 1 hour cbc - ptt - and neuro checks overnight. Ptt normalized on its own and the heparin drip was restarted. No spillage or leakage noted on floor or bed.¿